Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with assistance, and after reset pump no longer displayed cgm error message.